Event description:
It was reported a vns patient was implanted in 2005 and the generator is now at end of service. The patient underwent generator replacement surgery and the generator was returned to the manufacturer. Analysis confirmed the generator was at end of service. The supply current wait 29.632ua did not meet specification, which demonstrates an increased current consumption for the device, resulting in a premature end of life condition. With the capacitor substitution for c4, the module meets specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c4.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.